Event description:
Procedure: lap appendectomy and resection of an ovarian cyst. According to the reporter: upon setting off the appendix at its base using the endo gia, the titanium staples contained therein dropped out. They were subsequently individually removed from the abdomen whereby one staple was not detected. According to the report on the second surgery in 2006, it is established that this undetected staple had closely hooked up to each other two loops of the terminal ileum and the serosa was hooked on by both small intestinal loops. Subsequently, the small intestinal loops stuck together forming an acute angle thus causing an approx. 10cm piece of the terminal ileum to collapse. This resulted in an intestinal occlusion causing the patient severe pain - partially accompanied by vomiting - and requiring the second operation on the same day. The pain was treated with anesthetics only and was released from hospital on two days before. Due to suffering further pain, the patient consulted her family doctor on the day prior to original date, who prescribed a laxative for no defecation being possible. After taking the laxative, the patient returned to the hospital on the same evening. She was x-rayed (without any findings) and just received some antispasmodics. On the next day, the patient underwent a gastroscopy but again without any findings. No further action was taken at that time. Instead, she was scheduled to be observed for one more day. A subsequent computer tomography was done during which the titanium staple was detected. Thereupon, the second surgery was performed on the evening of original date, that resulted in removal of the staple and maintenance of the intestinal sector in time. A normal course of appendectomy would be settled after 4 days of inpatient care and one week staying at home before going back to work. However, another inpatient period of 7 days was required.